Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was leaking from the fill port during filling. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "backflow" was confirmed due to a small piece of glass ampoule trapped under the check-band. No other cause of back-flow was found during the examination of the sample. The glass ampoule was introduced into the fluid pathway and trapped under the check-band because a filter was not used during the fill process. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.